Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. If the device is returned, at a later date, the investigation may be updated and reanalyzed. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 86 reports, regarding 86 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip device was used in a robot-assisted esophageal malignant tumor surgery on an unknown date, and ¿trocar tip broken and fragments fell into the patient's body. Surgeon cleand inside of the patient's body and the broken pieces were retrieved, but it was unclear whether all of them were retrieved and it seemed that some of them still remained.¿. The procedure was completed with an xcel 12mm trocar produced by ethicon. No further information is available. There was no report of medical/surgical intervention, or extended hospitalization for the patient. This report is being raised due to the reported injury of possible retained foreign body.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip device was used in a robot-assisted esophageal malignant tumor surgery on an unknown date, and ¿trocar tip broken and fragments fell into the patient's body. Surgeon cleand inside of the patient's body and the broken pieces were retrieved, but it was unclear whether all of them were retrieved and it seemed that some of them are still remained.¿. The procedure was completed with an xcel 12mm trocar produced by ethicon. No further information is available. There was no report of medical/surgical intervention, or extended hospitalization for the patient. This report is being raised due to the reported injury of possible retained foreign body.